Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed check settings. Customer does not recall any significant events leading to the error but indicated that it alarmed after the time and date settings were changed. Customer's blood glucose was 545 mg/dl at the time of incident. Troubleshooting advised customer that the alarm was normal as the pump was in training mode as customer just received the pump. The customer was advised to monitor pump and call back if need further assistance.